Manufacturer narrative:
Additional information: a2, a3, a4, a5, b3, b5, h6. The device has been received and the investigation has been completed. The results are as follows: DHR results. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue anchor appears broke off. Delamination- layers were intact and did not separate. Discoloration- the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles root cause description. The root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Corrective action. No corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Manufacturer reference #: (B)(4).

Event description:
Received additional information stating that the anchor broke and there was a crack of the device above from where the anchors are located. There was no patient injury, harm or adverse event an no intervention was required. The patient stopped using the device when it broke, on (B)(6) 2025.

Manufacturer narrative:
Requests for additional patient and event information have been made but, to date, no additional information has been received. The device was returned for analysis, however, the evaluation of the device is on-going.. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: comp -(B)(4).

Event description:
It was reported by a healthcare professional that a silent nite sleep device was broken. No additional information was received.